Manufacturer narrative:
A system service check of the veris mr vital signs monitor, serial number (B)(4), was completed on august 1, 2018 which confirmed that the monitor was operating within bayer specifications. As a precaution, the main printed circuit board (pcb) was replaced and the system was returned to normal operation. Bayer radiology product analysis received and tested the returned main pcb board and determined that it functioned within specification. The veris vital signs monitor operation manual instructs the user with the following excerpt: the monitor should always be checked by the caregiver before use for actual patient monitoring. Perform the following procedure before using the monitor with each patient. Make sure the monitor has been fully charged before use.

Event description:
The site reported the following: a (B)(6)-year old female patient was undergoing an MRI scan of the lumbar spine for a history of degenerative scoliosis. The patient was sedated with propofol in order to minimize movement/motion on the images. During the exam, the veris monitor unexpectedly shut down and power was not able to be restored. As there was no alternative method to monitor the patient's vital signs, the anesthesiologist decided to cancel the procedure and reschedule it at another facility. The patient was successfully recovered from the sedation and subsequently discharged to home without further issue.